Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after the system password was entered, the system monitor displayed a black screen. The black screen persisted for several minutes, so the site rebooted the system. Once rebooted, the site found that the touchscreen did not work. The system itself was still responsive through the keyboard/mouse. The site rebooted again and once booted, the issues were resolved. The medtronic rep was unable to replicate the issues. The rep noted that there was 700gb of free space on the system. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The system passed all testing and no hardware was replaced. Codes b01, c19, and d14 are applicable to the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The initial reporter was identified as a nurse at the site.

Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were reviewed and there were 3 sessions on reported date. From one of the sessions, it was observed that there was a problem in handling new graphics processing unit (gpu) memory and was not able to fetch gpu memory usage information. There was no evidence of any database issues. System logs captured this evidence where gpu had fallen off the bus and stated gpu crash dump had created. This suggested that there may be communication issues between the nvidia gpu and the system, potentially leading to system freezes or crashes. These errors could be attributed to hardware connectivity problems or overheating. Codes: b01, c10, d18 h2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were reviewed and it was observed there were three sessions. From one of the session observed coredump and system logs had captured segmentation fault in qmlguiservice. Analyzed the coredump and observed segmentation fault in qmlguiservice and stacktrace was pointing to the function mnavheadlessrendering::headlessrendering::rendering(). There were no other errors captured in the logs. Codes: b01, c10, d18 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) the following product ID and version # is no longer relevant to this event. It is a duplicate of the other product ID and version # present in the event: product ID: 9735762, version #: 2.1.0, ubd:- , UDI#:- medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.